Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the spike set was leaking around the plastic purple piece. The customer that this occurred with three bags. The first set looked intact and was spiked 1.2 hours prior. New tubing was used when the bag was spiked. The clear tubing fell out of the purple plastic part that screwed into the bag. The customer then got another bag and another set of tubing and when it was spiked, it began leaking again around the plastic purple piece. After three attempts the customer was able to restart tube feeding. This issue lead to a delay of at least two hours on feeding the patient. No serious injury occurred and no medical intervention was needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.